Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.